Event description:
A report was received that the patient was itching at the ipg site. Dermatologist believed that it was related to the stimulator. The patient underwent an explant procedure. No device malfunction was suspected. The patient still feels that he has allergy with the device component even after the explant.

Event description:
A report was received that the patient was itching at the ipg site. Dermatologist believed that it was related to the stimulator. The patient underwent an explant procedure. No device malfunction was suspected. The patient still feels that he has allergy with the device component even after the explant.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2208-50, serial #: (B)(4), description: st linear lead; 50cm model#: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm; model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.